Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the foot switch intermittently was not exposing and would have a delay when exposure foot pedal was pressed. Review of system logfiles didn't directly confirm the footswitch malfunction. Fse replaced footswitch. After replacement of footswitch, the system was returned to use in good working order. The defective footswitch part was returned for analysis and cosmetic and cable defect was confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that intermittently the system would not exposure when the pedal was pressed or had a delay when doing an exposure. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wired foot switch. The device was returned to expected functionality.